Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy procedure, after firing the device, oozing bleeding occurred. The bleeding was stopped by compressing the site with gauze. The surgeon noted that the staple line looked incomplete. There was no patient injury.